Event description:
It was reported that after 45 minutes of a holmium laser prostate surgery, the fiber burned about 1 foot behind the hand of the physician, burning his right-hand middle finger. The fiber was replaced to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. The fiber was visually examined, and functionally tested. The fiber was returned in two pieces, the fiber tip was observed to be degraded and burn marks were visible on the fiber jacket and broken ends of the fiber body. The aiming beam was bright and distorted. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break which in turn led to the physician hand being burned and the melting/burn marks that was observed where the break occurred. The reported event of fiber burned was confirmed. Based on analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Correction to field h6: device codes. Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. The fiber was visually examined, and functionally tested. The fiber was returned in two pieces, the fiber tip was observed to be degraded and burn marks were visible on the fiber jacket and broken ends of the fiber body. The aiming beam was bright and distorted. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break which in turn led to the physician hand being burned and the melting/burn marks that was observed where the break occurred. The reported event of fiber burned was confirmed. Based on analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that after 45 minutes of a holmium laser prostate surgery, the fiber burned about 1 foot behind the hand of the physician, burning his right-hand middle finger. The fiber was replaced to complete the procedure. There were no patient complications.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, h6 evaluation conclusion code.

Event description:
It was reported that after 45 minutes of a holmium laser prostate surgery, the fiber burned about 1 foot behind the hand of the physician, burning his right-hand middle finger. The fiber was replaced to complete the procedure. There were no patient complications.

Event description:
It was reported that after 45 minutes of a holmium laser prostate surgery, the fiber burned about 1 foot behind the hand of the physician, burning his right-hand middle finger. The fiber was replaced to complete the procedure. There were no patient complications.